Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was dislodged and exhibited high pacing threshold. A lead revision was performed. Additional information indicated that x-ray could not confirm but decision was made by physician requiring revision. The lead was surgically repositioned and remains in service. No adverse patient effects were reported.